Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Device component code (B)(4) is related to device problem code 1104 for the problem of needle detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used with a capio suture during an anterior repair with repliform procedure performed on (B)(6) 2015. According to the complainant, while deploying the suture with the capio device, the needle detached inside the patient. Another capio suture was used and while loading the suture outside the patient, the needle detached. One needle was left in the patient. The procedure was completed with the same capio device and another capio suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.